Manufacturer narrative:
The reported field event could not be confirmed. The device was tested on the bench, which includes lead insertion, set screw connection, impedance, sensing, pacing, and shock and the device was normal. The cause of the field event remains undetermined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant of the device, after the right ventricular (rv) and atrial leads were connected, loss of sensing and pacing and elevated pacing and defibrillation impedance were observed. The device was disconnected from the rv and atrial leads and a different device was used to resolve the event. The patient was stable following the procedure and there were no adverse consequences.